Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited continued high out of range shock impedance measurements greater than 125 ohms and resulted in the device emitting beeping tones. Technical services (ts) discussed troubleshooting options. Available information indicates this product remains in service. No adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient was seen in clinic. The root cause of the out of range measurements was not determined. The shock impedance alert value for the remote home monitoring system was increased to 175 ohms and monitoring will be continued.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms. Technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. This product remains implanted and in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited continued high out of range shock impedance measurements greater than 125 ohms and resulted in the device emitting beeping tones. Technical services (ts) discussed troubleshooting options. Available information indicates this product remains in service. No adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. It was reported that the patient was seen in clinic. The root cause of the out of range measurements was not determined. The shock impedance alert value for the remote home monitoring system was increased to 175 ohms and monitoring will be continued.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. This product remains implanted and in service.